Event description:
Customer reports back to back testing on her advantage system and a lab instrument with results of 71 mg/dl on her meter and 198 mg/dl at the lab. No quality controls were run on the advantage system. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.